Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have completely broken idler pulley at the distal end area. One of the idler pulleys is broken from its original place. The broken piece measures approximately 0.1245¿ x 0.1385¿ and was returned with the instrument. This causes the grip cable to appear derailed and not moving properly. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a ring on the wrist of the fenestrated bipolar forceps popped off in the patient. The fragment was retrieved and the procedure was completed.